Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of product sample. Based on the information gathered during baxter?s investigation, the cause of the system error 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A nurse (rn) contacted baxter's technical service center regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 1 of 5. The technical service representative (tsr) assisted the rn to review the alarm log and explained se 2240 indicates air entered the set up. The tsr advised to start over with new supplies. There was no patient injury or medical intervention reported.